Event description:
It was reported that the patient presented in-clinic after receiving an alert for high, out of range, high voltage lead impedance. No patient symptoms were reported. The patient was brought in-clinic again and the high voltage lead impedance was normal and the out of range measurement could not be reproduced with provocative movements. Patient was fine after the event.